Manufacturer narrative:
The customer reported the port nearest the patient was occluded, and returned one set of material 2420-0007, lot 25085650. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, and run by gravity. There was no occlusion or any other issues observed. The smart site was infused with a syringe, and no issues were able to be replicated. The complaint of occlusion could not be verified. The root cause for the occlusion could not be identified without a replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was occluded the following information was received by the initial reporter with the following verbatim it was reported by customer that "after inserting the IV, patient hooked up to a kvo line. The pump immediately started beeping for occlusion. Rn tried to attach a flush to the port closest to the patient and flush but was unable to - it was completely occluded."